Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4)

Event description:
It was reported that an intra-aortic balloon (iab) catheter was inserted in the acute myocardial infarction (ami) patient. During the procedure, it was noted that the iab did not inflate properly, an alarm repeatedly occurred, and blood was seen in the catheter tubing. A new iab was used to continue therapy. There was no reported injury to the patient.